Event description:
It was reported that the user interface holder broke. Patient involvement is unknown. (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported failure/defect could be confirmed. The user interface holder was replaced and the ventilator was returned to clinical service. The consequence of this kind of mechanical damage is that the user interface gets detached and, in a worst case scenario, falls off the ventilator carrier. Our conclusion into this matter is that the user interface has been exposed to a mechanical force greater than it is designed to sustain. The ventilator system was successfully tested for mechanical strength, with a peak acceleration of 15 g, pulse duration 6 ms, and total number of 1000 impacts.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).